Event description:
A customer in australia reported the generation of erroneous ise (ion-elective electrode) quality control results on their au680 chemistry analyzer. Erroneous patient results were not generated; therefore, there was no change to patient treatment or injury associated with this event. The customer did not provide data for evaluation. Beckman coulter (bec) would like to clarify that this issue was determined to not be a reportable event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. Information not provided by customer. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in australia reported the generation of erroneous ise (ion-elective electrode) results on their au680 chemistry analyzer. There was no report of change to patient treatment or injury associated with this event. The customer did not provide data for evaluation.